Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing is damaged resulting in the charging port being loose. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.